Event description:
It was reported that stent inadvertent deployment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in a severely tortuous and severely calcified right iliac artery. An 8x40x120 epic vascular stent was selected for use; however, when the physician opened the package, he found the stent was outside the protective delivery sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent inadvertent deployment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in a severely tortuous and severely calcified right iliac artery. An 8x40x120 epic vascular stent was selected for use; however, when the physician opened the package, he found the stent was outside the protective delivery sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed buckling to the sheath 15.7cm from the distal end of the sheath. The microscopic examination revealed no additional damages. The rack is inside the handle and the lock is missing. The stent appears to have been deployed and did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.